Manufacturer narrative:
This report originally filed as 1119421-2025-00584 from mfg site huntington. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported with a description of intraocular lens stuck inside the preload device. Additional information received where it is confirmed that timing of the event was before surgery upon opening.